Event description:
It was reported that while performing a spinal procedure using mast technique, the lens attached to the tip of the endoscope "might be dropped" and remained in the pt body. The procedure was completed without any other complications.

Manufacturer narrative:
Device was not returned to the MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. We are unable to determine the cause of the event.